Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system shut down during a case. No pt injury was reported.